Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was performed. The battery was changed and the device had blank display and unresponsive buttons. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a corroded electronic assembly and a motor home switch.